Manufacturer narrative:
(B)(4). Device evaluated by MFR: a promus element plus, mr, ous 3.0x16mm stent delivery system (sds) was returned for analysis. The proximal end of the device including the manifold hub was not returned. A visual and tactile examination found proximal struts moved slightly towards the proximal markerband, centre struts were severely stretched & misaligned, distal struts moved distally over the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the manifold/hub was not returned. There was a hypotube shaft break at 1431mm from the end of the distal tip. There were also several hypotube kinks along the full catheter length. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking while crossing the very tight lesion. A visual and tactile examination found a kink 81mm distal of the hypo/midshaft bond. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 18-aug-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 12x3.50mm, eccentric, de novo target lesion was located in a coronary artery. The lesion contained a lesion bend of >45 and <90 degrees. After a guidewire crossed the lesion and a 2.50x10mm balloon catheter was advanced for dilatation, a 3.00x16mm promus element¿ plus drug eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break, stent damage, and stent moved on balloon.